Event description:
A patient reported experiencing inaccurate high results with a ultra meter. The patient's blood glucose results were 321mg/dl vs lab result of 233mg/dl. Tests were done within 5 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.